Event description:
It was reported that during preparation for two separate water vapor therapy procedure cases, the screen on the generator turned blue during priming of the delivery device. The staff rebooted the generator and were able to perform a few treatments. However, the generator screen turned blue again. The generator was turned off, unplugged from the wall and all connections were checked. The issue did not resolve, and in both instances, the procedure was aborted. There were no complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia. This report is for 1 of 2 procedures in which the generator was used.